Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided.the model listed in the report is a representative of the model family, as there is no specific model listed. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: inappropriate shock delivery by an implantable cardioverter-defibrillator due to electrical interference with a refrigerator in a 4-year-old child. Cardiology in the young 32:676¿678. Doi: 10.1017/s104795112100370x medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding electromagnetic interference (emi) with a refrigerator. The article reports a patient who presented to the clinic due to their implantable cardioverter defibrillator (ICD) alarming twice in the last 24 hours. The device revealed six ventricular fibrillation (vf) records lasting 1¿3 seconds without any shock delivery and when intracardiac electrogram (egm) records were examined, short emi records with 50 hz frequency were seen. The patient's parents reported that the child had often been hiding behind the refrigerator in recent days. Three days later, the patient presented again to the clinic for a short syncope attack. The patient was found lying on the floor behind the refrigerator unconscious and awakened shortly after. When the device records were examined, it was found that the patient was inappropriately shocked. The egm records again revealed typical emi of 50 hz frequency in the ventricular channel, consistent with alternating current. On the next day, an electricity leakage from the refrigerator was detected by an electrician, which was repaired. The status//disposition of the device is still in use. No further patient complications have been reported as a result of this event.